Event description:
A caller reported an occlusion alarm, although the alarm number could not be verified in the pump history. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.